Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012582073 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wires detached from electrode 4, 6. And 7. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity test revealed open loop on electrode 4, 6, and 7. In conclusion, the catheter failed the return product inspection due to an electrode to electrode detachment on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there were no electrogram signals and all high frequency noise was observed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.